Manufacturer narrative:
Product event summary: the full lead was returned. Analysis was performed and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a chest x-ray revealed that the right atrial (ra) lead had become dislodged and was across the tricuspid valve in the ventricle. The ra lead was explanted and not replaced. No patient complications have been reported as a result of this event.